Event description:
The customer reported that the system boots up and gets a charger failed error. Also the customer stated that the 24vdc led on ps2 in c-arm is not lit. The customer reported initially getting a fast stop activated while moving the column up and down.

Manufacturer narrative:
The ge service rep replaced the vertical column assembly. He verified proper system operation after replacement. The system is operating as intended.